Manufacturer narrative:
H10 g4: aware date updated. Internal complaint reference: (B)(4) .

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the cable connector is bent and the base and chassis are rusted. A functional evaluation revealed the unit cannot be tested due to the bent cable connector. The complaint was verified. Factors that could have contributed to the reported event include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during setup or inspection, the foot control was not working. A backup device was available and no delay nor patient injury was reported.